Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke during the procedure. The broke part did not fall into the patient. Changed another device to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was returned with the distal tip of the blade broken off and missing and with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The devices were activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The clamp arm detached is not related with the broken blade reported issue. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible intanglement in fibrous tissue.